Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. The device battery met the expected longevity and was found to have normal depletion.

Event description:
It was reported the device had reached elective replacement indicator status. It was also reported the device demonstrated high pacing outputs and there were no battery voltage or lead impedance measurements displayed. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. The device battery met the expected longevity and was found to have normal depletion. Performance data was also collected from the device and analyzed. Elective replacement indicator status was recorded on (B)(6) 2011.